Event description:
The outer sheath (retained item) is a cylindrical metallic tube with no sharp edges that is inserted into the subcutaneous tissue after making a stab incision over the left buttock in the area of the iliac crest. After the outer sheath is docked onto the iliac crest with the mallet, the actual reference antenna is inserted through the outer metallic sheath and further malleted into the iliac crest. The navigation reference frame with the spheres is then attached to this (3 pieces). Intra-operative o-arm is then performed, and navigation assisted lumbar pedicle screw placement is performed. In this case, the navigation procedure as it was not accurate/reliable, so it was aborted. This led to the removal of the reference frame with the spheres as well as the antenna from the iliac crest site, which again is a stab incision. That site was then closed with a suture and staple. The next day, the intra-operative films were again reviewed and noticed that there appeared to be a metallic object in the area of the left iliac crest. Under monitored anesthesia care, the retained metallic object was removed by reopening the small incision over the left posterior superior iliac spine.